Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ec60 device was returned with no visual non-conformances and with an ecr60d fully fired cartridge loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaw of the device could not fire at the second firing with the gold reload. One gold reload was used before this event. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the reason the surgeon cut the tissue to remove the device? Were the jaws of the device stuck closed on tissue? Did the jaws of the device eventually open?